Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70 , serial: (B)(4) , batch: (B)(4).

Event description:
It was reported that the patient had a loss of therapy due to high impedances on one of the leads. The patient underwent a revision procedure where one of the leads was replaced. During the revision the physician found that the patients battery had flipped and this was likely the cause of the reported high impedances. The procedure was completed and therapy was restored. It is unknown which of the two leads was replaced.